Manufacturer narrative:
The mechanical thrombectomy device was not returned for analysis, as the delivery wire and the stent portion were left within the patient. The remainder of the delivery wire was discarded at the site. Based on the reported information, the user of the device contributed to this event, as the device was delivered into a previously implanted competitor stent where it became entangled and could not be retrieved. The device¿s pushwire was then cut at the proximal section near the groin. In addition, the proximal marker on the mechanical thrombectomy device was not within the microcatheter during device recovery, which may have also contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture. Per our device¿s instructions for use (IFU): contraindications ¿ use of the revascularization device is contraindicated under these circumstances: patients with stenosis and/or pre-existing stent proximal to the thrombus site that may preclude safe recovery of the revascularization device. Warning¿ to prevent device separation: do not oversize device; do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration; do not treat patients with known stenosis proximal to the thrombus site. Revascularization device recovery ¿ to retrieve thrombus, slowly withdraw the microcatheter and the revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60 cc syringe. Never advance the deployed revascularization device distally. Note: ensure microcatheter covers proximal marker. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during mechanical thrombectomy procedure, the stent became entangled with a previously implanted y stent (elvis microvention) and was unable to be removed. Earlier in the day, the patient had a basilar tip coiling procedure with a y stent configuration. Post intervention, the patient condition declined and was brought back to angio for a possible stroke, as the previously implanted stent had developed a clot. A mechanical thrombectomy device was used to attempt to remove the clot. However, the mechanical thrombectomy device became entangled within the y stent and was unable to be removed. The mechanical thrombectomy device¿s pushwire was cut at the groin and the device was left inside the patient with the stent entangled within the competitor device and pushwire extending to the groin. The devices are within the p-comm. The patient will be treated in the future. The patient's current medical status is unknown. The anatomy was moderate in tortuosity.

Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.